Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports the top aligner are not fitting correctly and lack any noticeable tightness with no visible progress. Since (B)(6) 2024, the patient has experienced the following problems: defective aligners, lack of support, unresolved concerns. The gap appears to have worsened, and suspects is due to the poor fit of the aligners. Noticeable results on the bottom aligners, so the issue seems specific to the top. Additionally, the following was noted: discomfort, pain level at 10, periodontitis, infection, inflammation, blisters, gingivitis, sensitivity, broken, discomfort, not fitting, loose, and jaw discomfort.

Manufacturer narrative:
The date received by manufacturer (g3) was incorrect in the initial report. This report has the corrected date in field g3.